Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. It was unable to perform the occlusion, prime and excessive no delivery tests or verify motor error alarm due to protruded/loose drive support disk. Motor passed the motor test. Device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had been alarming motor error. The customer stated that the first motor error was a couple of weeks back and had multiple alarms since the day before. The customer also reported receiving a compromised force sensor system alarm. The drive support cap is protruded. Device was not dropped. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.